Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use of a 5f mynx control vascular closure device, resistance was felt with the mynx device while going through the sheath. Another mynx device with same resistance felt inserting through the sheath but hemostasis was achieved with the second device. Analysis of the first returned device indicates the sealant profile was expanded, there was no reported patient injury. There was no presence of pvd / calcium in the vicinity of the puncture site. The access site vessel was not tortuous. The patient was not morbidly obese. The device was used in an interventional coronary. A retrograde approach was used. The user was in training with mynx. A 5f non-cordis sheath was used. The sheath was not kinked/bent upon removal. There was no visible bend/damage in the distal end of the balloon shaft after removal. There was no excessive force used. 167474-1 the product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, both button 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock open. The sealant was observed exposed to blood, slightly swollen, and remained in the manufacturing position. The sealant sleeve assembly was slightly kinked/bent as received. The involved procedure sheath was not returned; therefore, compatibility of the sheath used with the returned device cannot be verified. Per functional analysis, a simulated insertion/withdrawal test was performed on the returned device per the mynx control instructions for use (IFU). Slight resistance was felt when the device inserting into a lab procedure sheath due to the damaged/kinked sealant sleeve and the exposed to blood, swelled sealant. Once the sealant sleeve assembly section passed the sheath hemostasis valve, the device was able to be advanced through the sheath without issue. The device performed as intended per the mynx control IFU. Per microscopic analysis, visual inspection at high magnification showed that the sealant sleeve assembly was slightly kinked/bent, the sealant was exposed to blood and the sealant profile was expanded, which may have caused the resistance felt during the procedure. The involved procedure sheath was not returned for evaluation; therefore, an assessment of any damages that could have obstructed the device path and damaged the sealant sleeve assembly could not be made. A product history review of lot f2100701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿resistance/friction with csi¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The reported ¿deployment difficulty-premature/in patient¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Based on the condition of the slightly kinked/bent sealant sleeve assembly, procedural factors, handling process, and/or patient condition may have contributed to the reported events. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed prematurely and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if any damage is noted. Neither the phr review nor the product analysis suggests that the event experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock open. The sealant was observed exposed to blood, slightly swollen, and remained in the manufacturing position. The sealant sleeve assembly was slightly kinked/bent as received. The involved procedure sheath was not returned; therefore, compatibility of the sheath used with the returned device cannot be verified per the mynx control instructions for use (IFU). Functional analysis: simulated insertion/withdrawal test was performed on the returned device per the mynx control instructions for use (IFU). Slight resistance was felt when the device inserting into a lab procedure sheath due to the damaged/kinked sealant sleeve and the exposed to blood/swelled sealant. Once the sealant sleeve assembly section passed the sheath hemostasis valve, the device was able to be advanced through the sheath without issue. The device performed as intended per the mynx control IFU. The failure experience by user could not be replicated. Microscopic analysis: visual inspection at high magnification (eq4440-01) showed that the sealant sleeve assembly was slightly kinked/bent, the sealant was exposed to blood and the sealant profile was expanded, which may have caused the resistance felt during the procedure. The involved procedure sheath was not returned for evaluation; therefore, an assessment of any damages that could have obstructed the device path and damaged the sealant sleeve assembly could not be made. Review of lot f2100701, UDI# (B)(4) was performed and concluded the following and it was found that none of them can be considered potentially related to the reported complaint. Based on the information provided, the condition of the slightly kinked/bent sealant sleeve assembly, and the investigation performed, procedural factors, handling process, and/or patient condition may have contributed to the failure as reported. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed prematurely and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. However, without the return of procedure sheath, the reported failure as resistance/friction with csi cannot be confirmed, and the exact cause for this incident could not be determined from the information provided. Neither the phr review nor the product analysis suggests that the failure experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Additional information is pending and will be submitted within 30 days upon receipt. Please note that the second device mentioned in the description is not reportable.

Event description:
During use of a 5f mynx control device, resistance was felt (with the mynx device while going) through the sheath. Another mynx device with same resistance felt inserting thru sheath but hemostasis was achieved with the second device. Analysis of the first returned device indicates the sealant profile was expanded, there was no reported patient injury. There was no presence of pvd / calcium in the vicinity of the puncture site. The access site vessel was not tortuous. The patient was not morbidly obese. The device was used in an interventional coronary. A retrograde approach was used. The user was in training with mynx. A 5f non-cordis sheath was used. The sheath was not kinked/bent upon removal. There was no visible bend/damage in the distal end of the balloon shaft after removal. There was no excessive force used. The first device will be returned for analysis.